Manufacturer narrative:
Concomitant products: yrirhx1485 stent graft, yrirhx14115 stent graft, yrbrhx2414165 stent graft, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead dislodged during a procedure. The lead was unable to be revised and was explanted and replaced as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became ext rinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically distorted due to over-rotated. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.